Event description:
It was reported, the patient ¿lost stimulation¿ after doing ¿well for four years.¿ it was stated that at that time the patient had her lead replaced in 2013 (B)(6). No further information was available at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3 7752 lot# serial# (B)(4); product type recharger product ID 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).